Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a "fiber optic sensor failure" alarm generated. The customer attempted reconnecting and changing iab pump (iabp) but same message was generated. The customer then unplugged the fiber optic cable and transduced the central lumen with good aline tracing and blood pressure. The patient was then transferred to another facility. There was no reported injury to the patient.